Event description:
It was reported that during preventive inspection with a bd facscanto¿ contamination in fluid lines from the trolley to camera was discovered. The following information was provided by the initial reporter: during the preventive inspection contaminated fluid lines were found, mainly between the trolley and the camera.

Manufacturer narrative:
H6: investigation summary : scope of issue: the scope of issue is only limited to bd facscanto ii cytometer 4/2/2 sys ivd, part # (B)(4) and serial # (B)(6). Problem statement: customer reported complaint regarding the instrument producing erroneous results. Manufacturing defect trend: there are zero qns (quality notifications) related to the reported issue. Date range from (B)(6) 2020 to (B)(6) 2021. Complaint trend: the only complaint related to the issue of erroneous results is this one; pr# (B)(4). Date range from (B)(6) 2020 to (B)(6) 2021. Manufacturing device history record (DHR) review: DHR part # (B)(4) serial # (B)(6), file # (B)(4), was reviewed. The instrument met all the manufacturing specifications prior to release. Investigation result / analysis: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, risk analysis and servicemax, the root cause of the instrument producing erroneous results was due to dirty fluidics lines. Dirt, debris, and clogs in the fluidics system can contribute to faulty results including carryover and miscounts of cells which poses the risk of misdiagnoses. This issue was discovered during a scheduled preventative maintenance visit ((B)(6)). The fse (field service engineer) discovered that the instrument had contaminated fluidics lines. They flushed the trolley hydraulics and facsclean hydraulics by performing a long clean. They then connected the facshutdown solution probe to the facsclean tank, performed fluidics shutdowns, and flushed the apparatus with facsflow. Next, the fse rinsed the tanks and performed fluidics startups until the system was cleaned and replaced the filters with new ones from the pm kit (pn (B)(4)). After the cleaning was done, impurities could no longer be seen and the instrument was working as intended. No parts were requested for evaluation as the replaced filter is not part of stock inventory and was discarded. While the retention of foreign particles between samples in the fluidics lines can lead to erroneous results and misdiagnoses, the issue was immediately noticed from the erroneous results. No patient was treated nor harmed from incorrect results as the results were captured prior to any diagnosis decision and were reported to bd as not expected. Proper daily and monthly cleaning procedures can be found under ¿maintenance¿ in the user guide; bd facscanto¿ ii flow cytometer instructions for use, #(B)(4), page 149. The safety risk is moderate, s3, and there was no impact to patient health or safety. Service max review: review of related work order #: (B)(4), case # (B)(4) install date: (B)(6) 2011 defective part number: (B)(4) work order notes: subject / reported: pn: (B)(4) - bd facscanto ii cytometer 4/2/2 sys ivd, sn: (B)(6) - fluid lines contaminated. Problem description: during the preventive inspection (case: (B)(4), (B)(6)) contaminated fluid lines were found, mainly between the trolley and the camera. Work performed: flushing the trolley hydraulics, the trolley-cytometer line and the hydraulics of the facsclean cytometer by performing long clean and connecting the facshutdown solution probe to the facsclean tank using the filter bypass and performing fluidics shutdown. Flushing the apparatus with facsflow. Correct operation of the camera after the service. No parts were replaced during the service. Correct results of the cab experiment and the cst results. Cause: dirty fluid lines, mostly between cart and camera. Solution: issue: dirty hydraulics lines, especially umbilical tube. Service: long clean, fluidics shutdown with shutdown solution level sensor inserted into facsclean tank. Than a lot of rinsing, fluidics startups atc. New filters have been installed (from pm kit pn:(B)(4)) results: impurities not visible. Instrument works fine. Cst pass. Returned sample evaluation: a return sample was not requested because there were no replaced parts. Risk analysis: risk management file part # (B)(4), rev. 02/vers. A, bd facscanto ii flow cytometer (optics) fmea was reviewed. No new hazards have been identified and the current mitigation is sufficient. The severity rating in this file is (B)(4) based on the previous scale rating. This rating is equivalent to ¿(B)(4) in (B)(4) whereby the unexpected result is obvious or indicated by additional (warning) information and hence the impact to the patient is negligible to none. The current mitigations are adequate with rpn under acceptable range. Hazard(s) identified? Yes no item: 10. Sit ID/op flush function: 10.1 clean sit ID/od reduce carryover potential failure mode: 10.1.3 ID not cleaned potential effect(s) of failure: 10.1.3.1 excessive carryover, wrong results potential cause(s)/mechanism(s) of failure: 10.1.3.1.1 software crashes, leaving tube on sit ¿ flush never occurs current controls: 1. Add ID/od flush to fluidics startup. 2. Add ID/od flush menu item severity: 8 occurrence: 1 detection: 8 rpn: 64 item: 22. Flow cell function: 22.2 pass fluids potential failure mode: 22.2.1 clogs with saline potential effect(s) of failure: 22.2.1.1 no signal, samples not analyzed potential cause(s)/mechanism(s) of failure: 22.2.1.1.1 long period of disuse leads to saline deposits current controls: daily di rinse severity: 9 occurrence: 1 detection: 9 rpn: 81 mitigation(s) sufficient yes no root cause: based on the investigation results the root cause was due to dirty fluidics sample lines. Conclusion: based on the investigation results, the root cause of the customer observing erroneous test results was due to dirty fluidics sample lines. The fse confirmed the issue during a preventative maintenance visit and cleaned the system by performed long cleans, fluidics startup/shutdowns, and rinsing. When the system was cleaned the fse installed new filters from the pm kit. After the repair, the instrument was rebooted, tested, and functioning as expected. No one was harmed or injured, and no medical diagnosis was performed due to the erroneous results. The safety risk is moderate, s3, and there was no impact to patient health or safety.

Manufacturer narrative:
Medical device expiration date: na. Device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that during preventive inspection with a bd facscanto¿ contamination in fluid lines from the trolley to camera was discovered. The following information was provided by the initial reporter: during the preventive inspection contaminated fluid lines were found, mainly between the trolley and the camera.